Event description:
The customer reported that the hemoglobin (hgb) was high on 5c quality controls (qc) run on a coulter lh 500 hematology analyzer. In addition, the customer reported that there had been high hgb on startup. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Based on root cause, the suspect product was identified to be the reagent(s) used with the instrument. The first product; subsequent products are provided here; it is unknown which lots were in use at the time of the event. Therefore, expiration date and device manufacturing date are also unknown for this event. Brand name: coulter isoton iii diluent; catalog #: 8546733; lot #: 50793f through 50818f. Brand name: coulter isoton 4 diluent; catalog #: 8547148; lot #: 18206f. Brand name: coulter lh series diluent; catalog #: 8547194; lot #: 510409f through 510657f; m405237 through m503553. New information about the root cause was completed on 8/12/2015. A recall was completed and an important product notice letter was sent to customers on 09/09/2015. The root cause has been identified as lot to lot variation in the sodium sulfate used in the reagent, which resulted in a compromised white blood cell (wbc) bath in this event. In addition, the investigation found that the root cause identified would not cause or contribute...

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that he observed hgb high on startup; however the results were within specification. The hgb voltage was also unstable. He cleaned the white blood cell (wbc) bath with a bleach solution; however, the problem persisted. The wbc bath holds wbc dilution for mixing and for collection of wbc and hgb data. The wbc bath was still cloudy after cleaning and was replaced to resolve the qc, background, and hgb voltage issues reported. (B)(4).